Event description:
It was reported there was a loss of therapeutic effect. The device had been implanted for about 3 weeks, and for the last couple days the stimulation was only covering the patient's groin and knee area. The stimulation was no longer covering the patient's back and buttocks. The device had just been reprogrammed 1.5-2 weeks ago, and the patient had an appointment for reprogramming. Later it was reported the stimulation was working so well for the first few days after implant that the patient did not even know he had a back problem. The patient then engaged in some exercise and experienced soreness. Since then the stimulation had not helped as much. It was also noted the patient had numbness in the lip and chin, but the patient's health care professional and dentist did not think it was related to the device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).